Manufacturer narrative:
(B)(4). Additional information received through investigation of this event indicates the perforation was just above the access site at the femoral head. The vessel diameter where the perforation occurred was approximately 8.0mm. The vessel was described as pretty tortuous with mild to moderate calcification. During the procedure there was no indication by the physician of any difficulty inserting the sheath into the patient or advancing the sheath in the patient's vasculature. No issues were noted with the device during prep. The vasculature in the left side of the patient (iliac and femoral arteries) were better suited for the procedure then the right side. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, there were no issues noted while prepping the device, the sheath was advanced without difficulty, the access vessel was of appropriate diameter (the minimum vessel diameter for a 24 fr rf3 sheath is >8mm), and there was no significant calcification that would have contraindicated used of this vessel. However, the patient was reported as having significant vessel tortuosity, which likely contributed to this event. No further action is possible at this time.

Manufacturer narrative:
Investigation of this event is ongoing. The sheath was discarded by the site thus not available for evaluation. A device history record (DHR) review for the sheath introducer was performed and all manufacturers' specifications were met prior to release for distribution.

Event description:
A report was received from the edwards clinical specialist indicating that during a transaortic valve implant (tavi) procedure, upon removal of the retroflex 3 sheath from the patient, a vascular perforation occurred. Percutaneous access was pre-closed using a prostar device. The access vessel was 8.mm with mild calcification and tortuosity. The introducer sheath kinked during insertion of the delivery system, but the sheath was withdrawn slightly behind the bifurcation, which allowed for passage of the delivery system through the kinked sheath. After successful deployment of a sapien valve, a crossover technique was implemented during sheath removal. Vascular perforation occurred during sheath removal. A covered stent was deployed in the access vessel successfully sealing the perforation. After removal of the sheath, the prostar device was deployed and the access site was closed. The patient left the room in stable condition.